Event description:
It was reported that while post ballooning procedure, after finishing the stent graft procedure, a balloon burst occurred. The equalizer balloon burst at normal atm. All of the balloon was retrieved from the body. There were no patient injuries or complications reported. Patient status is listed as good.

Manufacturer narrative:
The device has not been received for analysis. If any additional relevant information is received, a supplement MDR will be submitted.